Event description:
It was reported that the precise bipolar cautery instrument is defective. No additional information was provided. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering conducted performance tests and found the instrument moved intuitively with full range of motion in all directions. The system successfully recognized the instrument and the grips opened and closed properly. Engineering also observed the distal end of the main tube has a few deep scratches with material removed. There is a .250" long scratch across the tube and a section 90 degrees apart with a few scratches that are parallel to the tube axis. Based on the location and appearance, the damage was most likely caused by instrument collisions. No other damage found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warning: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.